Event description:
N/a

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h10, h11 corrected fields: h6 (medical device - problem code) a getinge field service engineer (fse) was dispatched to investigate the reported issue. The fse did not find over temperature alarms in the logs. The fse did replace parts as a precautionary measure. The unit passed all functional and safety tests and the unit was returned to the customer.

Event description:
N/a.

Manufacturer narrative:
Corrected fields: d4(unique identifier (UDI)#) based on the device evaluation, the failure mode was not confirmed, as there were no non-conformances identified. The parts were replaced as part of pm or precaution. The following was performed by sapan rana, technician of the maquet failure analysis and testing (B)(6) , the failure analysis and testing department received the following parts associated with this complaint: pn: 0119-00-0236 sn: (B)(6) compressor scroll. Pn: 0670-00-1164 sn: (B)(6) front end board. Pn: 0206-00-0734 sn: n/a temperature sensor. These parts were received with a reported unit failure message of overtempt alarm. Performed visual inspection of these all parts received and all parts looks to be in good condition. Installed compressor scroll, temp sensor probe and pcb, front end rohs parts into the cardiosave test fixture sn (B)(6) and tested together and separately to the factory specifications per pn 0002-07-d016 revision e and the cardiosave service manual pn 0070-00-0639 revision r. The failure analysis and testing department verified the failure message of system overtempt message on screen during temperature sensor testing. Temperature sensor failed testing. The failure analysis and testing department could not verify the failure message of temperature alarm during tested compressor scroll and front-end board. Compressor-scroll and front-end board passed testing. Retaining following parts in the fat dept. Per procedure 0002-07-d008 rev aq. Pn: 0119-00-0236 sn: (B)(6) compressor scroll pn: 0206-00-0734 sn: n/a temp sensor prob sending pn: 0670-00-1164 sn: (B)(6) front end board to the supplier for further investigation per procedure 0002-07-d008 rev aq. The following was submitted by angel rodriguez, technician of the maquet failure analysis and testing dept. (B)(6) 2024. Failure analysis received from the supplier for pn 0670-00-1164. Please see attachment. They stated that during the visual inspection, j11 is damaged. Probable root cause is a supply chain handling issue as this was not observed during initial inspection. Retaining the part in the failure analysis and testing department per procedure number 0002-07-d008 rev. Ar.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) is alarming over temperature/"temp over sensor". The customer was assisted in steps to switch the iabp successfully and were requested to bring it to biomed.  There was no injury or harm to the patient on the pump.

Manufacturer narrative:
Corrected fields: h6 (investigation findings and investigation conclusions).

Event description:
N/a.